Event description:
The pump was explanted due to an infection. The patient presented with signs of an infection of the device pocket. These include fever, redness, swelling, drainage, pain, and crp and sed rate elevations. Cultures of the device pocket were done. No organisms were found; hcp started the patient on antibiotics prior to the culture. The patient was treated with IV antibiotics and a total device system explant. The patient's infection has resolved.